Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that whilst the surgeon was fixing a distal radius fracture, while screwing in a bone screw into the oblong hole the screw head broke off from the shaft. An extraction kit had to be used to extract the screw.